Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), the patient complained of high heart rate over 100 beats per minute (bpm), and not feeling well. The ipg remains in use. No patient complications have been reported as a result of this event.